Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched and reported that the back of the rescue unit was caved in due to it being dropped on the handle. The pressure hose was damaged and had a hole in it due to the damage to the back of the rescue unit. The fse cut out the bad section of the pressure hose and retested the iabp. All tests passed and the iabp was returned to the customer, cleared for clinical use.

Event description:
The customer reported that a patient was on a cs300 intra-aortic balloon pump (iabp) and was being transported from (B)(6) to (B)(6). The patient was being switched from the cs300 to the transport team's cardiosave. While attempting to switch to the cardiosave the transport team continually received autofill failure alarms. They placed the patient back on the cs300 for transport without issue.